Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that during the scheduled deep brain stimulation (dbs) lead implant procedure, a high impedance was noted during functional testing. Attempts to locate the high impedance was performed as a result, physician was able to locate the impedance issue to the lead extension wherein revealed that the extension tail end was bifurcated causing the high impedance per the physicians assessment. The patient underwent an additional procedure where the lead extension was replaced with another of the same model before completing the procedure. The patient did well post-operatively.